Event description:
It was reported that this right ventricular (rv) lead was fractured and was confirmed through fluoroscopy. Also, it was noted that this lead exhibited noise. Hence, this lead was repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was fractured and was confirmed through fluoroscopy. Also, it was noted that this lead exhibited noise. Hence, this lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field d6a. Implant date and e1. Initial reporter first name.